Manufacturer narrative:
(B)(4). Batch number: p57m8g. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: can you explain what is meant by ¿pse cannot apply well¿? Did the device lock-out (no staples deployed and no cut line started)? Yes, device cannot be fired. Were there issues noted with staple formations (staple line appearance)? No, since no fire out. Can you please provide the lot or batch number of the device? The item was packaged, please check the lot number with the receiver. (The product will be sent back for investigation on may 4). What type of procedure was performed with the pse60a device? Lar. Is the current patient status known? No, but surgeon used new pse60a, and successfully finished the surgery. . Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain. No.

Event description:
It was reported that the pse cannot apply well so surgeon reverse the cutter then use the new one.